Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found. The distal electrode of the lead was covered in body tissue/fibrotic growth and blood and visual analysis noted there was apparent explant damage. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and there were four failed rescue shocks with an episode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.